Event description:
The hcp reported the pt presented in 2003 with redness and incisional wound opening of the device pocket. A culture of the device pocket was obtained. The results were not known to the reporter. The pt was treated with IV antibiotics and total device system explant. The infection is reported to have resolved.